Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer reported having symptoms of "headache, weakness, loss of weight and mild convulsion." Customer stated taking pills to ameliorate the symptoms. There was no third party medical intervention, death, serious injury or permanent impairment associated with this event.